Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported no stimulation and a loss of therapy. The patient woke up with discomfort in her hip. It was noted the patient rarely, if ever, made adjustments. The patient was not feeling stimulation in the right hip. Prior to the report, the consumer changed the rate from 40 to 60 and patient services reviewed to try to increase or decrease stimulation first. It was also mentioned that the patient's implantable neurostimulator (ins) was implanted in an awkward hard to reach area since implant. The bottom of the device was right where the patient sat, so the patient sat on cushions or towels for comfort. Sitting seemed to push up on the device. The ins moved in the pocket, the bottom more so than the top. A stimulation change was related to positional movement. The patient could feel stimulation in certain positions like leaning left and sitting upright. When the stimulation was increased to 1.65 volts, the patient could feel some stimulation in the right hip if she shifted. There were no falls or traumas reported that could have been related to this issue. Since (B)(6) 2016, the patient had discomfort in the hip, no stimulation in the right hip, and positional stimulation. It was noted the patient was sitting in her scooter and reaching to clean a window on (B)(6) 2016. Recent medical tests or electromagnetic interference environmental exposure occurred. A CT scan and x-ray were taken and they could have been related to the issue. The patient had blood work done as well two weeks prior to the report in (B)(6) 2016, and these tests were for the patient's sinuous and unrelated to the device or therapy. The patient checked the device status with the patient programmer and it showed the stimulation was on. Trying to increase or decrease stimulation if medically appropriate did not resolve the issue. Later, the consumer reported they tried a few different programs and was working like it should. The patient did not go to the physician to have the device checked as they were able to resolve the issue themselves. The patient was happy with how it was working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.